Event description:
It was reported that the device didn't work during an unk case. The case was converted to open. No other add'l details are known at this time.

Manufacturer narrative:
Date sent: 05/30/2008. Info anticipated, but unavailable at this time.